Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: error 25913 "erbe error: c-34 - high frequency (hf) voltage too low in on state". The probable root cause of error c-34 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure on the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34) was confirmed and replicated. During power-on test, the (c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, intuitive surgical inc. (Isi) rep. Reported off site that was contacted by customer explaining they were having a c-34 error in the erbe generator. Prior to contacting technical service engineer (tse) that the customer had already changed to force triad generator and continued with the surgery. Tse checked error logs and confirmed the presence of several c-34 errors. Tse asked the if there was any device causing any interference nearby or the status of the energy cables. The customer confirmed that there was not any other device in the room that could cause interference and that the energy cables had low uses and that they did not have any other cables to try. Since surgery was proceeding with the force triad generator, no further troubleshooting could be performed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: erbe was working correctly at the beginning of the surgery and started giving errors later on. The system did initially power on without errors. The customer changed the generator to third-party force triad. There was no injury to the patient.